Event description:
It was reported that the customer had been experiencing high blood glucose levels for the past four days. The customer's most recent blood glucose reading was 200 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure test. However, the customer changed the infusion set, and the insulin pump failed a second high pressure test. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.